Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. However, there is no allegation or objective evidence that a liberty select cycler or liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-known potential complication in patient son pd therapy. The patient¿s pd culture yielded growth of the bacterium serratia marcescens which is a bacterium that is found in soil and water and favors moist areas such as showers, toilets and sinks. Therefore, the patient¿s peritonitis can be reasonably associated with the patient submerging the drain line too low into the toilet and poor handwashing, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) had peritonitis. During follow-up, the patient¿s pd nurse reported that the patient was admitted to the hospital with peritonitis. During hospitalization, a pd culture was obtained which yielded growth of serratia marcescens. The patient was initiated on antibiotic therapy with gentamycin and ceftazidime intra-peritoneal (ip). Reportedly, pd therapy continued during the patient¿s hospitalization. The patient was discharged from the hospital four days later, continuing gentamycin ip for 14 days and ceftazidime ip for 21 days. The nurse reported the peritonitis was not related to any product issues with fresenius cycler or cassette, and not related to any other fresenius device or product. Per the nurse, the peritonitis was attributed to poor handwashing and the patient¿s pd technique whereby the patient reportedly submerged the drain line too low into the toilet. The nurse stated the patient did not reuse the drain line. The patient is reported to be recovering and continues pd therapy at home without any issues

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.